Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturing date cannot be identified because the serial/lot number is unknown. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the device was not returned, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported that during a therapeutic procedure, the visera elite video system center, while being used with the endoeye flex deflectable videoscope, displayed error code e104 and the power became intermittent. The device continued to be used during the procedure. Further along in the procedure, an error code e216 (scope communication error) occurred, and the display screen blacked out. After the error e216 occurred, the device was replaced with another facility-owned olympus videoscope. The procedure was completed successfully, with no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6) (ltf-s190-10/ endoeye flex deflectable videoscope-sn# (B)(4) )